Event description:
Customer called to report issues with the insulin pump. Customer stated that the pump is not delivering insulin properly and requires constant resetting. Customer's blood glucose ranged between 110-130 mg/dl. Nothing further reported.

Manufacturer narrative:
No unexpected resets or loss of time noted during testing. The insulin pump passed functional testing. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.